Event description:
This pi is for bushing exchange 1 of 3. In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 5, a male who had a dfr due to bone sarcoma. Patient had a bushing exchange 11 years after index surgery (taper junction subsidence was not alleged until 24 years after implantation).

Manufacturer narrative:
An event regarding revision involving an unknown implant bushing was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.